Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, app repeated transmitter ID entry occurred. Data was provided for evaluation. The reported issue was confirmed. The probable root cause was determined to be transmitter, timer not increasing via data. No additional event or patient information is available.